Event description:
The visi-pro stent was deployed in a fistula (B)(6) 2012. When the patient returned in (B)(6) with symptoms, it was found the stent had fractured. The physician had to place a second stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.